Event description:
The patient's parent reported that the patient was not responding appropriately to sound. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery was done in 2001. The healthcare professional has been informed that the explanted device should be returned to cochlear corporation.